Manufacturer narrative:
Visual inspection showed that rust color under rings 2, 3 and inside the butt bond gap under the adhesive seal. The butt bond seal has two small holes which most likely allowed fluid ingress. Dried body fluid was found on the handle, main body tubing and distal end. Dried saline was found on the distal end and inside the irrigation ports. While manipulating the shaft, electrical continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (21.9c), the maestro displayed 22c. While soaking the distal end for 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. X-ray was performed to search for evidence of fluid ingress into the distal end. Dried fluid debris was confirmed inside the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on preliminary analysis completed on 02jul2019. It was reported that a high temperature error occurred. During a ventricular tachycardia ablation procedure with a intellanav oi catheter, high temperature message was displayed on the maestro generator. The procedure was completed by replacing the catheter with no patient complications. Returned device analysis revealed fluid ingress via the butt bond seal.

Manufacturer narrative:
Visual inspection showed that rust color under rings 2, 3 and inside the butt bond gap under the adhesive seal. The butt bond seal has two small holes which most likely allowed fluid ingress. Dried body fluid was found on the handle, main body tubing and distal end. Dried saline was found on the distal end and inside the irrigation ports. While manipulating the shaft, electrical continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (21.9c), the maestro displayed 22c. While soaking the distal end for 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. X-ray was performed to search for evidence of fluid ingress into the distal end. Dried fluid debris was confirmed inside the distal end.

Event description:
Reportable based on preliminary analysis completed on 02jul2019. It was reported that a high temperature error occurred. During a ventricular tachycardia ablation procedure with a intellanav oi catheter, high temperature message was displayed on the maestro generator. The procedure was completed by replacing the catheter with no patient complications. Returned device analysis revealed fluid ingress via the butt bond seal.